Event description:
Sn (student nurse) was removing a right femoral arterial line. The sutures were removed with a stitch cutter. The tub of the line lifted away from the child's leg and the cannula which is normally attached to the hub was completed detached and inside the femoral artery. Action taken: pressure applied to artery and skin milked back to expose detached line, whilst second sn retrieved the tip of the line with artery forceps and extracted the line from the artery. Consultant anesthesist and medical technical officer informed. Update from customer complaint form received from the rep (B)(6) 2011: nurse was removing a right femoral arterial catheter. The sutures were removed using a suture cutter. The hub of the line lifted away form the pts leg and cannula which is normally attached to the hub was completely detached and inside the femoral artery. The tip of the catheter was retrieved by second nurse by using artery forceps and the catheter was extracted. On contacting sister it is apparent that the catheter was inserted in the cardiac theatre suite of the hospital. Pt outcome is unk.

Manufacturer narrative:
(B)(4) - removal of foreign body is not listed in the instructions for use. (B)(4) - separates is not listed in the instructions for use. Event is still under investigation.